Event description:
The complainant reported that the automated impella controller (aic) soft keys would not work after the nurse spilled fluid on the console during changing of the purge fluid bag. This aic was replaced with another aic and the procedure was successfully completed. There was no patient harm reported.

Manufacturer narrative:
The investigation into the damaged softkey keyboard has been completed. The impella automated controller was returned for investigation. The data analysis of the logs were consistent with the complaint. The returned console was inspected, and no signs of fluid were found on the console exterior or interior. The console keyboard ribbon cable was checked and properly reseated. The console softkeys were tested through various menus with no issues. The console was run on a known good pump and purge system with no issues. In conclusion the lack of softkey response is most likely due to a wet console screen and/or wet staff hands. This is evident by the keyboard electrostatic discharge present at the time of the purge bag change. The console is functioning properly after completely drying. The root cause of the lack of softkey response is most likely due to a wet console screen and/or wet staff hands. This report is being filed as part of a retrospective review of historical records.